Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (erbe c-34 errors) was confirmed and reproduced on erbe connected to the system. System logs could not confirm the fault occurred in the field. A visual inspection found the unit has no significant scratches or dents. The front bezel is in decent condition. The erbe unit was placed onto golden system and run in normal mode. A root cause could not be attributed to this issue at this time; however, the probable cause of the issue is related to an electrical component failure caused by a voltage error. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, c-34 error occurred on vio dv integrated electrosurgical unit (iesu) or erbe. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). Tse had customer power cycle the erbe, but the issue was not resolved. Tse had customer use a backup erbe to continue with the procedure. The procedure was completed as planned with no reported injury.